Event description:
It was reported that the pump was on, but the display remained black. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.